Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and an inappropriate shock while exercising. Review of the episode revealed initial detection occurred in the ventricular tachycardia 1 (vt-1) zone which was programmed to monitor only. The rate increased to the ventricular tachycardia (vt) zone and atp was delivered. The rate slowed back down to the vt-1 zone, however increased to the vt zone and a shock was delivered. No adverse patient effects were reported.

Manufacturer narrative:
The vt-1 zone was programmed off and detection enhancements were reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.